Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: when did the issue occur (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During use on the patient, when suturing. If possible, please confirm whether the suture broke into separate pieces or if the entire suture detached from the needle. When a knot was tightened, the thread detached from the needle. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During use on the patient, when suturing, weakness of the fixation of the thread with the needle was noted. The device breaks easily. Specifically, when a knot was tightened, the thread detached from the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid and used needle suture piece outside its packaging were received for analysis. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. Overall, no needle pull-off was observed. The suture was examined, and it was noted that the suture exhibited some crushed and the extreme was to be cut probably by a surgical instrument. The product code z1032h contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure to the environment. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle. Were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One open box with twenty representative unopened samples was received for analysis. Upon initial inspection of the samples, no external damage was evident on the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.